Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported nerve injury, implant 29 replaced due to paresthesia. Shorter implant utilized. Per indicated: surgical/medical intervention required for permanent damage: yes, place shorter implant. Additional appointment required: 2nd stage/prosthetics. Symptoms as a result of the event: paresthesia.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv,3.7,11.5, mtx, mg (tsvtb11), and cover screw was returned for investigation. The reported event occurred at implant level. Therefore, this investigation addresses the implants only. Visual evaluation of the as returned implants identified signs of use but no apparent signs of malfunction/damage. Functional testing could not be performed for the reported events (nerve injury & paresthesia). Measurements were taken. Through dimensional analysis the devices were determined to be within design specifications. No pre-existing conditions were reported. The reported devices had been placed on tooth # 29 for approximately 15 days. X-ray & picture evaluation: no x-ray/picture provided. Appropriate documentation: documents reviewed was reviewed. DHR review for the lot (1250495) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1250495 for similar events and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.